Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl., which was addressed with a correction bolus. Reportedly, the customer was unsure if there was an issue with the customer's profile settings. However, the customer thought that the pump may be a possible cause of the high bg level. Reportedly, due to delivering too much insulin to address the elevated bg level and not consuming enough food to compensate for the insulin delivered, the customer's bg level decreased to 50 mg/dl. To treat the low bg level, the customer consumed food and glucose tablets. Recommendation was made to consult with health care provider regarding diabetes management.